Manufacturer narrative:
H6: investigation summary bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective stopper that may impact capping/ decapping was observed. Additionally, ten (10) retention samples from bd inventory were evaluated by visual examination and the issue of stopper defect was not observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of stopper defect that may impact capping/ decapping based on returned photos. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. As a means of mitigating this indicated failure mode, procedure is in place for inspection and removal of defects. Based on the low defect rate for the batch in question, no further actions are planned at this time.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was a broken lid/cap. The following information was provided by the initial reporter. The customer stated: "the rubber part of cap had a defective shape and this caused error in the decapper instrument."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was a broken lid/cap. The following information was provided by the initial reporter. The customer stated: "the rubber part of cap had a defective shape and this caused error in the decapper instrument."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.